Event description:
This lv lead was implanted on (B)(6) 2011 and remains implanted at this time. The physician was dr. (B)(6) at (B)(6) medical campus in (B)(6). A call to technical services on (B)(6) 2013 states that lv lead is pacing at 50+% and appears to be oversensing on lv lead leading to inhibition. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).